Event description:
It was reported during use of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of samples were overfilled and blood leaked out of the stopper. Specimens were recollected. There was no other health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 28-oct-2024. Investigation summary bd received fifteen (15) samples and two (2) photos for investigation. The photos were reviewed and the indicated failure mode for overfill was observed. The photos did not show blood pooling. Ten (10) customer samples along with ten (10) retention samples from bd inventory, were evaluated by functional testing and the issues of overfill and blood pooling were not observed. Additionally, one hundred (100) retention samples and fifteen (15) return samples were visually examined, and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of overfill. The complaint could not be confirmed for blood pooling. Bd was not able to identify a root cause for the indicated failure mode. However, the quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during use of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of samples were overfilled and blood leaked out of the stopper. Specimens were recollected. There was no other health impact or consequences reported.